Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A full lead was returned in one piece for analysis. Visual examination, electrical testing and specification measurement of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the left ventricular (lv) lead exhibited high capture threshold and diaphragm stimulation. The lv lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the left ventricular (lv) lead exhibited high capture threshold and diaphragm stimulation causing patient discomfort due to dislodgement. The lv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Correction: b5 - describe event or problem in 2017865-2025-51630 submitted on 30 apr 2025.